Event description:
Customer reported receiving a button error alarm and stated that the buttons on the insulin pump were not responsive. Customer could not recall any significant event leading to these issues. The blood glucose reading was 97 mg/dl.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.